Event description:
It was reported that there were concerns of subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis. Ts confirmed that the device was experiencing gradual power consumption increase and recommended the device be replaced. There were no adverse patient effects reported.

Event description:
It was reported that there were concerns of subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis. Ts confirmed that the device was experiencing gradual power consumption increase and recommended the device be replaced. In a later interrogation of the device, it was noted that a battery depletion (bd) error appeared. The device was explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis. Ts confirmed that the device was experiencing gradual power consumption increase and recommended the device be replaced. In a later interrogation of the device, it was noted that a battery depletion (bd) error appeared. The device was explanted and replaced. There were no additional adverse patient effects reported. The device was returned for analysis.